Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that the pt was not feeling well and the vad coord told him to go to emergency room where laboratory results found a hemoglobin of 3g/dl, a hematocrit of 10% and an international normalized ratio (inr) of 6.7. The pt was diagnosed with gi bleeding and was given 5 units of fresh frozen plasma (ffp), vitamin k and desmopressin acetate (ddavp). Endoscopic eval is pending. The pt has been off aspirin for several months with a lowered inr goal of 1.7-2.5. No add'l info was provided.

Manufacturer narrative:
The pt continues on lvad support with no further issue reported. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, a correlation between the device and the reported gi bleed could not conclusively be determined. However bleeding is listed in the device¿s approved labeling as an adverse event that may be associated with the use of the left ventricular assist system. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: speed was increased at another center due to right heart failure. The patient remained ongoing and stable with no further admissions for bleeding. The patient had a closely followed complete blood count as an outpatient.